Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The perclose at and proglide devices referenced were filed under separate medwatch manufacturer reports. The right and left common femoral arteries were reportedly heavily calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.

Event description:
It was reported that prior to a percutaneous coronary intervention with placement of a cardiac assist device, pre-close placement of the sutures was attempted in a heavily calcified right common femoral artery (rcfa) using proglide devices. After successful placement of the first proglide suture through an 8-french sized access site, attempts were made to deploy the sutures of three additional proglide devices, but three needle-to-cuff misses were observed. The suture of a fifth proglide device was deployed. The sutures from the first and fifth devices were set to the side. The access site was dilated to 13-french to accommodate the cardiac assist device delivery catheter. After the cardiac assist device was removed, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis of the rcfa. Additionally, after the coronary intervention procedure, arteriotomy closure was attempted of the heavily calcified left common femoral artery (lcfa) 8-french sized access site using one perclose at device and one proglide device, but needle-to-cuff misses were observed. Another proglide device was used to achieve hemostasis of the lcfa. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose at and proglide devices. No additional information was provided.